Event description:
On (B) (6) , 2010, the lay-user/patient contacted lifescan (lfs) alleging that he could not test his blood glucose with a one touch ultra meter because he was just seeing messages of ¿last result¿ and ¿all results.¿ the medical surveillance specialist (mss) spoke to the patient on (B) (6) , 2010, and was able to obtain/verify information. The patient tests his blood glucose twice a day. He currently manages his diabetes with set doses of actos and glucophage regardless of his blood glucose readings. During the time of concern, the patient was also taking amaryl. The patient claimed that due to the alleged meter issue, he was never able to test his blood glucose. The patient indicated that the alleged issue started on an unspecified date/time 3 months ago when he first got the meter. Although the patient was unable to test his blood glucose, he continued to take his medications as prescribed. He did not modify his diet because of the alleged issue. On an unknown date/time after the alleged issue began, the patient claimed that he developed symptoms of feeling cold, dizzy, sweaty, and shaky. As a result of the symptoms, the patient claimed that he was hospitalized for 8 hours and treated with IV glucose to raise his blood glucose. The patient claimed that his blood glucose was tested on an ER/hospital meter and a result of ¿60 or 61 mg/dl¿ was obtained. After the hospitalization, the patient mentioned that his doctor discontinued his amaryl medication. The patient stated that the amaryl medication had caused him to lose his appetite and become dehydrated. He also claimed to have lost weight because of the amaryl. The alleged issue was resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia and was treated with IV glucose by a hospital after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.